Event description:
It was reported that a monarc transobturator sling and sacral colpoperineopexy with posterior repair sometime in 2011 to treat vaginal prolapse. It was reported that an additional repair surgery was performed in 2011 due to mesh erosion through the anterior vaginal lining. The pt has experienced "chronic pain in the right hip and lower buttocks with extreme sacral swelling and tailbone pain." It was reported the pt underwent physical therapy in 2012.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.